Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), rash ("skin rash"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). The patient was treated with surgery ( to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, rash, abdominal pain, allergy to metals and alopecia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, pelvic pain and rash to be related to essure. The reporter commented: need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune issues") in a 44-year-old female patient who had essure (batch no. A15529) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, hypothyroidism and osteopenia. Concurrent conditions included hashimoto's thyroiditis, irritable bowel syndrome, depression, anxiety, urinary frequency, hirsutism and irregular menstruation. Concomitant products included colecalciferol (vitamin d3), fluoxetine, ibuprofen, medroxyprogesterone acetate (depo-provera), menaquinone (vitamin k2), multivitamin, spironolactone (spironolacton) and teriparatide (forteo). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), food allergy ("food sensitivities/digestive issue"), migraine ("migraines / headaches"), nausea ("nausea"), dyslexia ("hard to comprehend things"), vaginal discharge ("vaginal discharge") and arthralgia ("joint pain"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced night sweats ("night sweats") and cystitis interstitial ("interstitial cystitis"). In 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), rash ("skin rash"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), polyp ("polyps"), gastrointestinal disorder ("leaky gut"), hypovitaminosis ("vitamin deficiencies") and musculoskeletal pain ("shoulder pain") and was found to have gastric ph increased ("low stomach acid"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, abdominal pain, allergy to metals, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, gastric ph increased, polyp, gastrointestinal disorder, night sweats, migraine, nausea, dyslexia, vaginal discharge, arthralgia and musculoskeletal pain outcome was unknown, the rash and cystitis interstitial had resolved and the alopecia, food allergy and hypovitaminosis was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, autoimmune disorder, bladder disorder, cystitis interstitial, dyslexia, dysmenorrhoea, fatigue, food allergy, gastric ph increased, gastrointestinal disorder, hypovitaminosis, migraine, musculoskeletal pain, nausea, night sweats, pelvic pain, polyp, rash, urinary tract disorder and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2012: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2018: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune issues") in a 44-year-old female patient who had essure (batch no. A15529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, hypothyroidism and osteopenia. Concurrent conditions included hashimoto's thyroiditis, irritable bowel syndrome, depression, anxiety, urinary frequency, hirsutism and irregular menstruation. Concomitant products included cholecalciferol (vitamin d3), fluoxetine, ibuprofen, medroxyprogesterone acetate (depo-provera), menaquinone (vitamin k2), multivitamin, spironolactone (spironolactone) and teriparatide (forteo). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), food allergy ("food sensitivities/digestive issue"), migraine ("migraines / headaches"), nausea ("nausea"), dyslexia ("hard to comprehend things"), vaginal discharge ("vaginal discharge") and arthralgia ("joint pain"). In 2013, the patient experienced night sweats ("night sweats") and cystitis interstitial ("interstitial cystitis"). In 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), rash ("skin rash"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), gastric ph increased ("low stomach acid"), polyp ("polyps"), gastrointestinal disorder ("leaky gut"), hypovitaminosis ("vitamin deficiencies") and musculoskeletal pain ("shoulder pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, abdominal pain, allergy to metals, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, gastric ph increased, polyp, gastrointestinal disorder, night sweats, migraine, nausea, dyslexia, vaginal discharge, arthralgia and musculoskeletal pain outcome was unknown, the rash and cystitis interstitial had resolved and the alopecia, food allergy and hypovitaminosis was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, autoimmune disorder, bladder disorder, cystitis interstitial, dyslexia, dysmenorrhoea, fatigue, food allergy, gastric ph increased, gastrointestinal disorder, hypovitaminosis, migraine, musculoskeletal pain, nausea, night sweats, pelvic pain, polyp, rash, urinary tract disorder and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-nov-2018: pfs received. Lot number added. Lab data added. Concomitant medication and condition added. Events: bladder or urinary problems or changes, dysmenorrhea (cramping), fatigue, food sensitivities/digestive issue, low stomach acid, polyps, leaky gut, night sweats, vitamin deficiencies, migraines, headaches, nausea, hard to comprehend things, vaginal discharge, joint pain, interstitial cystitis, shoulder pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.